Event description:
It was reported in an article (jan vesper, j.,schu, s., slotty, p., maciaczk, j. Cervical and high-thoracic dorsal root ganglion stimulation (drg) in chronic pain (10317). North american neuromodulation society 19th annual meeting. 2015. 226.) That out of all 11 patients trialed, 9 were successfully trialed and implanted with a permanent stimulation system. Of the finally implanted patients, all but one patient reported permanent clinical significant pain reduction. Loss of treatment effect requiring reprogramming was commonly observed during the first few months of treatment. In one patient a transient paresis of the arm and hand was observed immediately following electrode implantation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).